Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 1/20/2010, that a customer had an issue with a scd compression sleeve. The customer reports that the patient experienced blistering all over their legs while wearing scd express sleeves.